Manufacturer narrative:
Unit received with detached end cap. Unable to perform any test, including the self test or verify audio/beeping alarms tones due to detached end cap. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.